Event description:
It was reported the patient was seen in the clinic because she was receiving a "call your doctor" out of regulation (oor), icon while recharging. The patient's program was set for 1000 pulse width. The message did not appear while troubleshooting at the clinic. Additional information received indicated the patient had no symptoms related to the event. The hcp had been unable to get the device to switch back to the default program. It seemed to be overriding the default program and bumping itself back, so the a.m. Program would run at night and the evening program would run during the day. The actions taken were to turn the device off while recharging. The hcp thought the patient was doing well since the visit as she has not called back.

Manufacturer narrative:
(B)(4).